Event description:
Recently rptr has received several sensor pads for wheelchairs and for beds that are faulty. The sensor detaches from the pad with minimal effort and causes the alarm to fail to sound. Rptr has not had resident injury as a result of these faulty pads. However, there is a very great potential for injury to occur. Tactilities inc has been very cooperative in replacing the sensor pads with ones that do work and they have stated they were trying a new MFR. Also, these pads are to last more than 30 days, the MFR instructions recommend changing these pads every 30 days. Rptr has had pads that do not last the 30 days. These are on a change schedule of 39 days, so a faulty pad could cause resident injury not to mention the high cost of replacing these pads more frequently than needed. The sensor pad #'s are listed have been "recalled."